Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen on (B)(6) 2024, the patient was in her apartment when she put a new sensor on around 7:30 pm and bleeding starts after inserting the sensor. The area was bleeding for over 30 minutes so she decided to call 911 and the paramedics took her to the emergency room. There, the patient got stitches at the insertion site. There was no medication was provided and the patient stayed at the hospital between hours to 2 hours and 30 minutes and the patient was okay. At the time of the event the patient was using blood thinners. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.